Event description:
It was stated that the customer was hospitalized for high blood glucose levels over 400 mg/dl, pneumonia and an infection. The customer called back later to troubleshoot. She stated that she had been having high blood glucose levels since the day before the hospitalization, but she did not change the infusion set until the morning of the hospitalization. The insulin pump was programmed correctly and it passed both the high pressure and prime tests. Advised the customer to try using a different infusion set. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.